Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va10gju, implanted: (B)(6) 2016, product type: lead.

Event description:
Patient reported that implantable neurostimulator (ins) was not working right and it was sticking out back in (B)(6) 2016. The wires were "puffed out" and "sticking out". Ins had to be repositioned (B)(6) 2016. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.